Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported knot on the lock line. The reported difficulty (physical resistance) removing the lock line appears to be due to the knot. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 17 november 2025 that the patient presented with grade 5 functional triclip regurgitation (tr) for a triclip procedure. During the procedure, one triclip was successfully implanted. During deployment of second triclip, a knot was observed while pulling the lock line before deployment. Removal of lock line was difficult due to the knot. Troubleshooting resolved the issue. The tr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects.